Event description:
It was reported that there was intermittent t-wave oversensing on the right ventricular (rv) lead. The device was reprogrammed and the lead is still in use. It was also reported that the patient was back in the office a couple weeks later feeling "crummy" when walking. The device was reprogrammed again. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitants continued: 5086 implantable pacing lead (B)(6) 2012. (B)(4).